Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop34 (lot: 0011255605); product type: 0195-heart valves; product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory loaded inside the delivery catheter system (dcs), visual analysis showed an infold as the valve was being deployed. All leaflets exhibited signs of severe creases and imprints. The conditions appear to be attributed to the valve being in the crimped position, loaded in the capsule of the dcs, for an unknown duration of time. All leaflets were dehydrated and stiff. As received, all leaflets were in a partially closed position with a large gap between the free margins. All commissures appeared intact. The valve was received in a partially compressed state with the inflow aspect exhibiting an ovalized appearance. The valve was submerged in a warm saline bath. The valve maintained a compressed state, possibly from being in the loaded position for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Seven static images and three media files were provided for review. No imaging of the valve load was provided for review to confirm an adequate load. There is presence of an infold at 80% from imaging provided. Patient anatomy is calcified however the initial deployment was reported to have the infold. This suggest that the valve load could have been a misload however without all imaging that cannot be determined at this time. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the valve was loaded properly and checked in all required ways. According to the physician, calcification contributed to the infold. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the perimeter was derived to be 30.6 millimeter (mm) and the left ventricular outflow tract (lvot) measurement was 28.9 mm. A pre-balloon aortic valvuloplasty (bav) was performed with a 24 mm non-medtronic (bard) balloon. A non-medtronic double curved wire was used. The crossover technique was used and commissural alignment was checked. Aortic angulation was 50 degrees. The valve was loaded properly and checked in all required ways. Upon the first attempt to position the valve, an infold up to node 3 occurred. The valve was recaptured and deployed again, but the infold was noted to still be present. According to the physician, calcification contributed to the infold. The valve was recaptured a second time and was withdrawn from the patient. Hemodynamics were noted to be stable. A new valve was loaded and implanted without issues. No adverse patient effects were reported.